Manufacturer narrative:
The device is expected to be returned for analysis; however, it has not yet been received. Upon return of the product a supplemental report will be submitted with the evaluation findings. Upon completion of the device service history record review the results will also be submitted.

Event description:
It was reported that the ev1000a platform system display screen froze on a patient parameter screen during use. The patient was being monitored in the or when the screen froze. There were no alerts or error messages noted. The ev1000a system was removed from patient monitoring and exchanged for another ev1000a system, then monitoring continued with no further issues. There was no inappropriate patient treatment administered. There was no patient injury. There was no patient demographic information provided.

Manufacturer narrative:
One ev1000 platform system was received for product evaluation. The panel was tested by running it in the demo mode for 10 minutes. The panel locked up and would not respond by the touchscreen or the power button. It was powered down and re-started, but it froze on the edwards logo startup screen. The databox was tested per the functional test and it failed the test. It failed the ap sensor detect test, the ap accuracy test and the ap sample rates test. The suspect iso board was replaced on the databox and then it worked normally. The root cause of the failure was determined to be a defective databox iso board. A visual inspection was performed and the led light pipe on the databox was found to be damaged. The device service history record review was completed and all manufacturing inspections passed with no non-conformance. The reported event was confirmed by evaluation. With any hemodynamic monitoring readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. There was no patient compromise as a result of the system freezing during a patient monitoring session. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.